Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in good condition. The device history record was reviewed and showed that no issues were identified as the device had no previous service records. An initial check of manometer function was performed by connecting 50 psi of air and powering on the unit. A patient circuit was occluded and it was noted that manometer needle did not move back down to zero, but stopped at the 10 cmh2o mark. The lack of needle movement confirmed the customer reported complaint allegation. Once the manometer was replaced, the device passed all functional checks. The problem source was listed as unknown.

Event description:
Information was received that the manometer of a smiths medical pneupac parapac plus ventilator was sticking. No adverse effects were reported.